Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the peritonitis event. The patient was treated with unreported intraperitoneal antibiotics for the peritonitis. The patient was discharged 10 days after admission. The last dose of antibiotics was given eight days after hospital discharge. The patient was recovered from this peritonitis event. The caregiver reported the patient "was doing mostly hemodialysis during hospitalization". No additional information is available.